Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6. And h.11. Lens was returned inside a small, plastic specimen jar with a red colored, screw top lid. Solution was dried on the lens. One haptic was broken in the gusset area (not returned). The anterior optic surface had a small, cracked area. The posterior central optic zone had two scratches. The associated cartridge was not returned. A photo was returned showing only the specimen jar. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. A qualified cartridge and handpiece were indicated. Two viscoelastics were indicated; however, only one is qualified for use with this lens and associated products. It is unknown if the qualified viscoelastic was used. Only the lens was returned with solution, optic damage, and haptic damage. The root cause cannot be determined for the reported complaint. The root cause may be related to a failure to follow the instructions for use (IFU). It is unknown if a qualified viscoelastic was used. The IFU instructs: company foldable intraocular lens (iol)s are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ophthalmic viscosurgical device (ovd)-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. It is unknown if adequate viscoelastic was used in the cartridge. The IFU instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. Due to the customer indicating "lens blocked in cartridge, second attempt to load lens, noticed damage", the lens may have become damaged during the first attempt where it reportedly becomes "blocked". The company cartridge is a single use delivery system. A re-use of the company cartridge is not a recommendation practice of the IFU. Care should be taken during the preparation steps as to not introduce damage to the lens. Important: the plunger should make initial contact with the cartridge at the ramp. In the event the plunger does not contact the cartridge at the ramp, do not use the handpiece and contact company. The handpiece IFU instructs: verify that the plunger tip is properly engaging the lens optic and that the lens moves forward at the same rate as the plunger while slowly advancing the plunger forward to avoid damaging the lens. When the threads on the knob make contact with the barrel, turn the knob clockwise approximately half turn to engage the threads and then stop. The iol will now be in the dwell position. Inspect to ensure the plunger is behind the optic. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported that during intraocular lens implantation, with a description of it was impossible to insert. Additional information has been received and stated that intraocular lens implantation could not be performed due to the implant becoming blocked inside the cartridge during injection. A second attempt was made using a different injector and cartridge. However, the implant¿s optic was found to be damaged, preventing implantation.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).